Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported needing to meet with a medtronic representative for reprogramming, as the stimulation was not providing relief. Patient st ated that the stimulation was not as strong as it was previously. Patient mentioned that this issue started after they were hurt/trauma around october. Agent reviewed the representative's role, provided the nas number, and redirected the patient to their doctor (h cp) for further assistance. Pt called back and stated meeting with an mdt rep and having settings readjusted; however, pt reported waking up at night due to increased stimulation in the legs and other lower body areas. Pt stated attempting to decrease stimulation and using groups a, b, and c, but the issue persisted. Agent redirected pt to the hcp and provided the nas phone number to contact an mdt rep before the upcoming appointment.